Manufacturer narrative:
(B)(6). Batch # m91n7a. The analysis results found that the mcs20 device was returned partially cycled with no clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. During the analysis, there was no need of higher grasping force to squeeze the handles. In addition, the lockout mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lockout spring was noted out of position. No conclusion could be reached as to what may have caused the lockout spring to be out of position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open hepatectomy, the grasping force of the handle was higher than expected and the handle could not be grasped in the middle of the operation. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.